Manufacturer narrative:
H3: photographic evidence provided by the reporting site shows indication of a pouch seal failure, which may compromise the integrity of the packaging. No patient injury or adverse clinical impact has been reported in association with this event. An investigation was initiated, including communication with manufacturing personnel and review of available production and inspection records for the affected lot(s). Based on the information available to date, the observed condition is consistent with a pouch seal integrity failure potentially introduced during manufacturing or packaging operations. At the time of this report, the investigation remains open pending completion of additional manufacturing review activities. No definitive root cause has been confirmed. Appropriate quality system processes have been engaged, and any necessary corrective or preventive actions will be implemented based on final investigation outcomes. Manufacturer reference file: (B)(4).

Event description:
During the acceptance inspection, non-conforming products were detected. Incomplete seal on multiple devices.